Event description:
It was reported that a patient presented in clinic for follow up. Upon review, it was discovered the atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.